Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's device was removed on (B)(6) 2011. The pt was receiving inadequate spasticity relief. The pt's catheter was also removed because of a tear. There was no pt injury. The pt recovered without sequelae. The drug used in the pump at the time of the event was lioresal. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.